Event description:
Affiliate reported that the device was revised as a blockage was suspected or malfunctioned.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was found to be that of product code 82-3037 and not that of 82-5463 as initially reported by the customer. The silicone housing was torn and the siphon guard was no longer attached to the valve. Since the torn condition of the device was not noted in the event description, it is not know if the problem occurred before, during or while being explanted. During the evaluation an occlusion was found at the inlet ruby ball. However, when the device was irrigated the flow was normal. Biological debris was seen throughout the device, which appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Event description:
E-mail received from the affiliate reported that: "it was reported that the valve was implanted in the patient on (B)(6) 2011. The patient became symptomatic recently and the valve was explanted and replaced. Surgeon is concerned the valve may be blocked or malfunctioning. Additional information is being requested and update will be provided once the information has been received. Device will be forwarded on receipt". We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).